Event description:
A pharmacist reported with a description of intraocular lens (iol) was stuck or blocked in injector. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in e.1. (Initial reporter phone num). The product was not returned for analysis. Incorrect serial number was provided by the reporter. No clarification was obtained to date. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).